Event description:
Patient states that she observed insulin squirting out of the infusion set tubing during priming of her new set. The flow was not recorded by the pump. She continued use of the infusion set and her blood glucose levels are now at 454. Patient changed the infusion set and primed it with no recurrence of the malfunction. The elevated blood glucose levels were treated by the patient with manual infections of insulin.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore, the used sample failed flow test of the tubing. Unused devices: no unused samples were returned for evaluation. Reference samples: the reference material was tested and the membranes were humid in the p-cap connectors on 2 samples which also failed the p-cap connector vent test. The remaining 8 samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200911. No relevant deviations during manufacturing were recorded.